Event description:
Customer reported experiencing an alarm 2 followed by an alarm 26, indicating a potential malfunction. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl or read ¿high¿ on the cgm. Technical support instructed the customer to perform several troubleshooting steps, including disconnecting and reconnecting the tubing and delivering boluses to resolve the occlusion alarm. After the boluses were completed successfully, it was advised that the customer replace supplies as necessary and resume insulin therapy.